Event description:
It was reported that the ventilator shut down with no audible alarm while connected to a pt. The pt was switched to a back-up ventilator. No pt harm reported.

Manufacturer narrative:
Na